Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message during the load process. During troubleshooting with tandem technical support, the cartridge was able to be successfully loaded onto the pump. Customer reverted to manual injections and stated that blood glucose levels became elevated (280 mg/dl) while using manual injections. Customer delivered a manual injection to stabilize blood glucose levels.